Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report sensor error alerts, cal error alerts, and a change sensor alarm. The customer also reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 200 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer was to return 1 sensor for analysis, and have the others replaced.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor; performed the continuity resistance test and the sensor failed the test.